Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was treated for the low blood glucose with a glucose tablet. The customer was informed that there could be many reasons for low blood glucose. The customer the customer stated they checked their blood glucose again but the sensor was giving false low glucose readings. The customer was advised to change their sensor even though he had already changed the sensor the previous day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.